Event description:
It was reported that the pt was implanted a ncm pp prox fem plate, r, 9h, l. 245mm on the right side on (B)(6) 2013. In (B)(6) 2014, the pt underwent revision surgery due to the broken plate. It was reported that "pt reported a right femur fracture on a present hip prosthesis. The fracture was stabilized with a proximal femur plate using 10 screws plus two rings. In 90 days from the operation the x-rays revealed broken plate and femur fracture.

Manufacturer narrative:
The MFR did not receive devices or other source documents for review. Two x-rays and a picture were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).